Manufacturer narrative:
(B)(4). Date sent: 05/13/2025. D4: batch # 229d38. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Unk. Or did the device start to deploy staples and cut but could not be completed (partially fire)? Unk. Or did the device fully fire and stop during the automatic knife return? Unk. Was there any difficulty opening the device? Unk. If yes, how was the device removed from the patient? The knife reverse switch was used. If yes, did the jaws eventually open? Unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number c9eu98, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 229d38, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic lobectomy, the right upper lobe pulmonary vein was clamped with pve35a, and the firing trigger was pulled, but the knife did not move forward. After ligating the central side of the blood vessel and when released the jaw with the knife reverse switch, the suturing and cutting had not yet been completed, so the entire device was replaced and used without any problems. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.